Event description:
Endoscopic stapler would not fire staples during operative procedure. No harm to patient. Doctor removed stapler from sterile field and used a different type. Stapler given to materials coordinator.